Manufacturer narrative:
This report is submitted on september 18, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an abscess infection that appeared at the implant site following sustaining a head trauma. Subsequently, the patient was administered antibiotics; however, the issue could not be resolved, resulting in the decision to explant the device on (B)(6) 2018. There are plans to reimplant the patient with a new device however this has not occurred as of the date of this report.